Event description:
Ovesco clip was placed on the scope. The scope was readvanced to the fistula and positioned in place. The fistula was suctioned into the scope and the deployment handle turned several times and occluded the colonic lumen. A 1.5 hours was then required in effort to dislodge the clip without severly injuring colon, using argon plasma coagulator to abate tissue within the clip and grasping the clip at each corner and carefully tearing the tissue within it.